Event description:
Customer reported the system is displaying a check-sum error and a boot up terminated error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram, cmos, and sram batteries. System operates as intended.